Event description:
It was reported that the patient presented remotely via merlin.net. The patient's implantable cardiac monitor (icm) transmitted an alert. Review of electrograms (egms) revealed the alert episodes were missing. The device was reprogrammed to transmit all episodes. The patient was in stable condition.